Event description:
The user facility reports the ventrix catheter did not fit down the icp lumen of the licox bolt. The physician tried to insert the catheter very delicately and it broke. No patient injury was reported but intervention was required. A new catheter was used and functioned as desired. The unit is currently implanted in the patient and still in use.